Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for lots 25106258, 25108380 and 25110169 which were shipped to the account prior to the aware date. There was no nonconformance recorded related to the complaint defect. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the seal on the hs iii proximal seal system 3.8mm did not open all the way however the surgeon was able to maneuver it in the aortotomy and complete the anastomoses without issue. There were no patient effects. The hospital did not report any patient effects. This for the first of two medwatches, reference MFR report number 2242352-2015-00208 for the second.